Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d4, h4, h6. MDR section codes updated/corrected: a. The revision reported was likely the result of pain, loss of range of motion, aseptic loosening, and instability. The loosening may have been caused by improper component sizing and alignment, which led to an increase in cement and bone particles in the joint space and prosthesis wear. However, the contributions of loosening, prosthesis wear, component alignment and the sequence of events cannot be determined as the devices were not available for evaluation and radiographs from the index surgery were not available. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2020-00290, 1038671-2024-03670, 1038671-2024-03673 d10: 1718264 - 200-02-38 - three peg patella 38mm. 1380052 - 200-74-09 - cr tibial insert sz 4, 9mm, slope ++. 1701713 - 230-03-04 - optetrak asy,cr cemented femoral, sz 4. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2020-00290, 1038671-2024-03670, 1038671-2024-03673. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 140 months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, osteolysis, synovitis. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.